Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade was broken after less than ten minutes into the procedure. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that no fragment fell inside of the patient and there was no observed intraoperative collision or misuse involving the instrument. The customer was able to remove the instrument normally.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.26¿ from the base. Broken piece was not returned. Size of missing piece is approximately 0.340¿ x 0.085¿. Components adjacent to the broken blade do not show damage. The complaint was confirmed by failure analysis.